Event description:
Caller reported alarm 2 occlusion event. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer changed the cartridge and resumed using insulin..